Manufacturer narrative:
Investigation/evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Visual inspection noted only the stent was received. Visual examination confirmed a mlssf-047032-8-20 multi-coil stent, length is 8cm. The tether is missing from the stent and not returned. Stent is cut at an angle 1.5cm from the end of the proximal coil. Evidence suggests the stent was cut by an instrument of undetermined origin. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. There is no information regarding the tether in the instructions for use (IFU). Current controls for manufacturing and quality control are in place to assure functionality and device integrity prior to shipping. A review of production processes, quality inspection documentation and the device history records did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complaint is confirmed. It is possible the removing of the tether contributed to the complaint as the stent was returned without a tether indicating it had been removed. A definitive conclusion could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, in preparation for a stent placement, they took the sof-flex multi-length ureteral stent set out of the package and observed a tear/rip towards the end of the multi-length pigtail. In response to manufacturer request for patient information and procedure outcome, the user facility contact informed that the stent wasn¿t used and issue was noted out of the package. I have no patient information to give you. No adverse events have been reported as a result of the alleged malfunction.